Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection with sepsis. The patient was treated with intravenous antibiotics. The ra lead was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).